Event description:
User experiencing discrepant sodium and/or potassium patient results for approximately 1 week. Only four patient samples provided, which occurred on (B)(6) 2007. Patient 1, initial sodium gave 127 mmol/l, same sample repeated gave 142 mmol/l. Patient 2, initial sodium gave 102 mmol/l, same sample repeated three times gave 85 mmol/l, 193 mmol/l & 142 mmol/l. Initial potassium result gave 6.4 mmol/l, same sample repeated gave 5.2 mmol/l. Patient 3, initial potassium gave 2.9 mmol/l, same sample repeated gave 4.4 mmol/l. Patient 4, initial potassium gave 2.7 mmol/l, same sample repeated gave 4.8 mmol/l. Erroneous results not reported. The field service representative performed performance check tests which were within specification.